Event description:
The surgeon reported seeing some clear/white strands in some of her post-op's wounds last week. Additional info has been requested.

Manufacturer narrative:
Samples have been received for evaluation. Investigation, including root cause analysis is in progress.